Manufacturer narrative:
During site visit, the field service engineer (fse) confirmed the reported event of dovetail loose on the aberrometer. Upon examination of the aberrometer, the fse found the locking screws on the dovetail to be loose. The fse realigned the aberrometer to the microscope, tightened the locking screws, and tested the system to meet company specifications. Per additional information provided by the customer regarding the reported event of incorrect measurements, this was a result of incorrect information entry preoperative. Thus, there was no malfunction of the aberrometer with respect to the reported event of incorrect measurements. The root cause of the reported event of loose dovetail can be attributed to loose locking screws. The root cause of the reported event of incorrect measurements can be attributed to user error. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the plate on the aberrometer was loose and vertically not stationary, and increased frequency of taking readings. No patient harm reported.